Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen did not respond when pressed. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical use. During testing at the user facility, the device failed the touchscreen test. No additional information was provided.